Event description:
A health care professional reported that during surgery, they noticed that the plunger of the injector went through the iol. They used another iol to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Lack of viscoelastic is observed in the device - no ovd past the lens. The plunger and the lens are advanced at the nozzle entry. The plunger is advanced under the lens. Plunger underride was observed. The root cause may be related to failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).